Event description:
Cardiac monitor leads malfunctioned during a non-cardiac call. Medic unit intercepted with another als unit and swapped monitors. No adverse effect caused by the malfunction or intercept.